Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed. Upon arrival a field service engineer (fse) found no fault indicated, and the customer was able to successfully inventory drawers 2.1 and 2.2. The fse removed drawer 2.1 to inspect its sensors, finding no visible damage. Nonetheless, the drawer sensor was proactively replaced. Final testing in the hardware test application (hta) confirmed successful. Ran the hardware test application (hta), the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 2 was failing frequently due to a broken part of the locking mechanism. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 2 was failing frequently due to a broken part of the locking mechanism. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.